Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, an issue related to the active exhalation control module was observed. Damage consistent with the device being dropped was observed. The device's active exhalation control module was replaced to address the issue.